Event description:
It was reported that two weeks post vt ablation, the patient reported to the hospital with chest pain. Echo revealed pericardial effusion. The rv lead exhibited high thresholds, and initially the physician suspected perforation and scheduled a revision procedure. During the procedure, all electrical parameters were in normal range except for the capture threshold. When the rv lead was removed, there was no resistance and no changes in vital signs nor was there an increase in the effusion volume. The physician determined that the lead was not transmural in the ventricle and that there was no perforation. He suspected that the effusion was caused by the ablation procedure. The lead was successfully explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.